Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, they noted that the top portion of the cannula was detached from the top portion of the port, the stopcock and the trocar/obturator were broken. There was no patient involvement.